Event description:
It was reported that the pt experienced intermittencies followed by a loss of lock. External equipment was exchanged. However, the problem was not resolved. Surgery to explant the device will be scheduled.